Event description:
Boston scientific received information that 2 weeks ago, this patient developed a spontaneous ventricular arrhythmia resulting in loss of consciousness. Consequently the patient fell and sustained a head injury. The arrhythmia was detected by the device and therapy delivery successfully terminated the arrhythmia. The patient's medical history is significant for defibrillation thresholds (dft). The local sales representative recently reported that this patient had received 7 shocks while in the hospital. Additional information received states that the patient developed ventricular tachycardia (vt) and the maximum number of shocks were delivered. Following the last delivered shock, the rhythm accelerated into the programmed ventricular fibrillation (vf) therapy zone. The vf arrhythmia was detected and therapy was delivered. It is not known if the arrhythmia was terminated following therapy delivery or if external defibrillation was required. The physician elected to place a non-boston scientific subcutaneous lead system. The procedure was completed and no further adverse events were reported. Subsequently, additional information received from the local sales representative states that the last shock received from the vf zone had broken the arrhythmia that the patient was in. The patient is currently doing fine.

Manufacturer narrative:
At this time, the device remains in service. Should additional information become available this investigation will be updated.